Event description:
A nurse reported that an infusion system did not hold the pressure during surgery, and the unit had to be replaced. No impact or harm to the pt was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. A sample has been received and is awaiting evaluation. (B)(4).